Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that they were sent a new controller a few weeks ago and they needed help with setting it up. Patient stated that the controller is not turning on to where it's working for their pain. Walked patient through connecting the controller to the implant. Patient reported that they got no device found during the search screen of the pairing process. Walked the patient through a controller reset; patient attempted to pair the controller again but when the controller powered back on it was in a different language. Patient set the language to english and continued the pairing process; patient reported that they got no device found again. Patient stated that the recharger gets hot on their back, where the box meets the cord gets hot and the patient can feel it on their back. Patient noted that they still have their old controller because they were not sure if the issue was the controller or not. Reviewed that the recharger was interfering with the pairing process. The issue was not resolved. Agent sent an email to repair to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755, serial: (B)(6); product type: 0213-recharger event date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.